Event description:
As reported, sn (B)(6) pump was alarming air in line while a primary and secondary were infusion- upon assessment by rn there was leaking from the tubing that was closest to the pump. The rn further inspected the line and noticed a large air bubble throughout the tubing, past the pump but before reaching the patient. The infusion was stopped, and the tubing was changed.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No physical sample and/or lot number were returned for evaluation. The defect cannot be confirmed due to not having any evidence to support the reported incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted. Note: the original initial MDR for this case was inadvertently submitted via the "test" account of the FDA electronic submission gateway (esg) webtrader. As the original submission was not submitted through the "production" account of the FDA esg webtrader, a new initial MDR submission is required per zoom call with sameer phanase of the FDA esg help desk.